Event description:
Event description cpi received information on an implant form that this implantable cardioverter defibrillator (ICD) was explanted at the patient's request in november of 1992 after the patient received several inappropriate shocks. No new generator was implanted at that time. The ICD was not returned to cpi for analysis.